Manufacturer narrative:
Sc-8336-50 (sn: (B)(4)). The returned lead was analyzed, passed all tests performed, and exhibited normal device characteristics.

Event description:
It was reported that patient underwent a lead explant procedure due to inadequate pain relief.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that patient underwent a lead explant procedure due to inadequate pain relief.